Manufacturer narrative:
Received one used list #b33098, 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps, rotating luer; lot #5086239. As received, amber colored fluid residuals were present within the tubing of the set. Dried red residuals were also observed inside the tubing bonded within the trifurcated connector. The tubing was disassembled from the trifurcated connector and it was confirmed the residuals were lose within the fluid path. No other damage or anomalies were identified on the set. The reported complaint can be confirmed. The probable cause of the unknown residuals observed is due to the infusates administered during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is not complete.

Event description:
The event involved 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps, rotating luer that the customer reported an unknown substance inside one of the trifuse. The device was stored in a supply room. There was patient involvement and no report of harm.